Event description:
While injecting a 750 psi, the high pressure tubing is backing off of the catheter. Therefore, causing contrast to be sprayed. There was no pt or clinician harm or injury as a result of this event .